Event description:
It was reported that low sensing and high capture thresholds were observed due to a lead dislodgement. The lead was explanted. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.